Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the customer was in intensive care unit because of the car accident. Customer¿s blood glucose level was unknown. Customer was able to change the password, assisted to download uploader and assisted to upload carelink and generate report. The insulin pump will not be returned for analysis.